Event description:
It was reported that the t:slim x2 pump battery would not charge, with multiple power source alerts noted. No adverse impact to the customer¿s blood glucose level was reported. The issue was resolved when the pump began charging after using the original charging supplies. As a precaution and gesture of goodwill, technical support decided to send a new charging cable and wall adapter to the customer, considering the possibility of mixed-up supplies.